Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2013, clinical assessment indicated the patient qualifying condition as non-st segment elevation myocardial infarction (nstemi) with unstable angina. Subsequently index procedure was performed. Target lesion #1 was located in the mid left anterior descending (lad) artery with 70% stenosis and was 8mm long with a reference diameter of 2.50mm. Target lesion #1 was treated with pre-dilatation and placement of 2.50mmx12mm study stent with 5% residual stenosis. Target lesion # 2 was located in the right posterior descending artery (r-pda) with 80% stenosis and was 8mm long with a reference vessel diameter of 2.50mm. Target lesion #2 was treated with pre-dilatation and placement of 2.50mmx12mm study stent with 5% residual stenosis. Two days after, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, patient was presented due to the acute onset of nausea, vomiting and was hospitalized on the same day. Three days after, troponin I was noted to be elevated consistent with protocol and universal definition of mi and the patient was referred for cardiac catheterization. After three days, 95% stenosis located in the 1st right posterolateral branch (rpl) was treated by advancing 2.0 balloon in the posterior left ventricular (plv) and 2.5 balloon in the pda in the distal and simultaneously kissing balloons were made in distal right coronary artery (rca) into the plv and pda, then 2.5x12 drug eluting stent was deployed with an "unknown" percentage of residual stenosis and timi flow. Follow-up core-lab angiography findings of r -pda noted the absence of thrombus as well as aneurysm. Core lab also noted isr pattern 0. Follow-up core-lab angiography findings of mid lad noted the absence of thrombus as well as aneurysm. Core lab also noted isr pattern 0. Six days post procedure, the events were considered as resolved and the patient was discharged on dual antiplatelet therapy.